Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. A visual examination of the crimped stent found that the stent was severely damaged and stretched its entire length. A review of the manufacturing data for the stent profile was performed and no issues were noted. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. There is no evidence that the device failed to meet specification. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement during unpacking occurred. A 4.00 x 38 synergy drug eluting stent was selected to treat the lesion. However, during unpacking, it was noted that the stent was dislodged. The device was not used and no patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement during unpacking occurred. A 4.00 x 38 synergy¿ drug eluting stent was selected to treat the lesion. However, during unpacking, it was noted that the stent was dislodged. The device was not used and no patient complications were reported.